Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 on home choice (hc) during use, during drain 3 of 4. The home patient (hp) stated that she was connected to the hc. The baxter technical representative (tsr) had the hp cycle power to se 2367. The tsr had the hp cycle power to press go to start and had the hp disconnect and remove cassette to discard supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4) and 510k number will not be provided in the emdr, because the product and lot number is unknown.the se 2240 alarm was not confirmed .the cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA (B)(4) and renq-CAPA-(B)(4).